Manufacturer narrative:
D10 concomitant product: ca20l2, a20l2 20cm rein percutaneous antenna x1, (lot #s24eg006). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during ablation procedure, once the system was set, the physician tested the antenna, and the generator immediately displayed the red warning sign alarm with the number 4 and 3 next to it. After rebooting the generator, same alarm occurred, so the antenna was discarded and needed to be replaced by a new one. On the photo provided, a triangle error sign with a number 4 and 3 can be seen. The issue led to a cancelled procedure with the patient under anesthesia and rescheduled. The used antenna was tested with all the other parts of the system and the generator was the only failing part.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the device microwave module(mwm) was defective and cannot be replaced. The device was advised to be scrapped. It was reported that during ablation procedure, once the system was set, the physician tested the antenna, and the generator immediately displayed the red warning sign alarm with the number 4 and 3 next to it. The reported issue was confirmed. The most likely cause was was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: illuminated(red) indicated the generator has detected a system error. Microware energy activation is disabled. System errors include microwave power regulation error, internal generator temperature error, power supply stability error, and system clock error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.